Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the stem trial fractured at the threaded junction of the part during removal of the broach in the tibia on a sawbone. A sales representative, who was undergoing training through the attune revision training demonstration, observed the failure while completing the task. It was confirmed that the stem trial was the old design, which was released with the early launches of the attune revision knee system (prior to the stem trials being optimized for use with broaching). It should be noted that the stem trial diameter, in relation to the tibial canal, was intentionally undersized during the demonstration. The under-sizing of the stem trial, could have led to the part being further off-axis in relation to the line of impaction, therefore increasing the overall stress on the threaded junction if it were to be slightly loose from the mating interface (broach). The part was retrieved from the sawbone. No patient interaction as it occurred during a training demonstration.